Event description:
During an acl surgery three smartscrew acl interference screws were split during the operation. One screw was left into the bone. Metal screws were used in order to complete the operation.